Event description:
During an esophagogastrectomy procedure, the cs25 was used with an idrivec to form an anastomosis. The cs25 deployed unformed staples upon firing and did not cut.

Manufacturer narrative:
When the returned cs25 was visually examined, and it was determined that the cs25 failed to calibrate correctly because the drive clip was damaged.